Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that actuation failure and abnormal noise of probe occurred during calibration of cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no report of patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and inside the port. Body needle was bent and cracked open at the bent area and at the stiffener area. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for all three tests. No abnormal sound was observed. Cut issue was not reported, however cut functional testing was inadvertently performed. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The evaluation confirms the probe had an actuation failure and did not confirm an abnormal sound. The most likely cause for the actuation failure is from the bent and cracked needle. A bent needle can impede the movement of the cutter shaft. How and when the probe needle became bent and cracked cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as no abnormal sound was observed and an exact root cause for the actuation failure and bent and cracked needle could not be determined from this evaluation. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).